Manufacturer narrative:
The DHR was reviewed and this instrument was manufactured to (B)(4) specifications. According to the information provided the patient is doing well with no adverse event caused. The instrument was returned and found to be within the material hardness requirements.

Event description:
During a lumbar fusion surgery the screw inserter broke while inserting the screw. The distal tip became lodged in the screw head which was removed by the surgeon. Since this increased time for removal and based on the patient's religious beliefs regarding transfusions the surgeon had to remove all hardware and close the patient up. According to the surgeon the patient is doing well and there were no adverse affects on the patient.